Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The seal was analyzed and the reported failure was confirmed. The seal was found to have the luer fitting broken. The size of the broken piece measures approximately 0.289" x 0.385". The broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, a cannula seal was broken off in the tubing, causing a loss of pneumoperitoneum. The broken piece had to be retrieved from the insufflation tubing to re-establish pneumoperitoneum. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stopcock feature of the universal seal was able to maintain pneumoperitoneum after the issue was identified. There was no loss of vision or instrument control, and no significant delay was noticed. The issue was identified during a gastric procedure. The instrument was inspected, and no abnormality or damage noted. The instrument was in use prior to the issue for 30 minutes. There were no fragments that fell into the patient during a collision. Fragments were retrieved by crile clamp used to grasp piece. All fragments were retrieved through visual inspection. No additional procedure or x-rays performed to remove fragments. The case was completed, and insufflation was transferred to another port. There was no injury to the patient. The patient had not returned to the hospital.

Manufacturer narrative:
Based on the claim against the product by the customer noting port broke off in the tubing an investigation is in progress to determine the cause of this reported event. Similar event occurred with another universal seal during same procedure (patient identifier #: b)(6)). Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: review of the provided image is not consistent with reported complaint. No conclusion could be derived based upon provided image.